Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insert battery alarm was not displayed on insulin pump screen. Customer stated that contacts on battery cap were not missing, or damaged. Customer stated that display was not returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.